Event description:
It was reported that during an angioplasty treatment procedure, the stent moved on the balloon. Vascular access was obtained via the radial artery. The stenosed target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). Predilation was not performed. The physician advanced the 3.5x24mm omega¿ stent system to the target lesion, as the position of the stent was checked on angiography prior to inflation, it was noted that the stent had moved distally on the balloon. The device was removed intact and the procedure was completed with another 3.5x24mm omega¿ stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of an omega stent delivery system (sds) with stent. The balloon was tightly folded. Microscopic examination presented no damage or irregularities to the balloon. The stent was received attached to the balloon; however, it was moved 2cm proximal of the distal markerband. Majority of the stent was damaged with bent, flared, and stretched struts. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, the stent moved on the balloon. Vascular access was obtained via the radial artery. The stenosed target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). Predilation was not performed. The physician advanced the 3.5x24mm omega¿ stent system to the target lesion, as the position of the stent was checked on angiography prior to inflation, it was noted that the stent had moved distally on the balloon. The device was removed intact and the procedure was completed with another 3.5x24mm omega¿ stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).